Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient¿s controller battery was charging fine but they were having issues getting the ins battery to charge. The patient confirmed seeing no device found screen. The patient selected recharge and encountered trying to recharge with a range of 65-89. The patient encountered a screen saying controller could not charge the ins because the controller battery was too low. Additional information was received from the patient and a manufacturer representative (rep). It was reported the ins battery was completely dead, and would not charge. The patient confirmed the controller battery was at 100%, and indicated that the controller charges from the ac power supply with no issue. On the call, the patient took out the recharger (rtm) and started charging. The patient was walked through passive recharge mode, where the they reported seeing numbers in the mid 80-90s. The patient said they were getting 'connected to the charging' screen, but stated that they saw recharging excellent next to the battery for the controller, and that the ins battery remained depleted. The patient stated they had radiation therapy, and inquired about if it affected the ins. Repair noted that the ins was in the red, the patient was unable to charge up, and they suspected a bad rtm coil. A replacement rtm was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that they are performing passive recharge. Caller reports they are seeing no device found. Caller reports patient have not used stimulator in years, unknown who the managing physician is.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger product ID 97745 lot#/serial# unknown. Product type programmer, patient product ID 37714 ,lot#/serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type implantable neurostimulator product ID 37651, lot#/serial# (B)(6), product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.